Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post implant the patient received inappropriate hv therapy due to lead dislodgment. The lead was repositioned. The patient's condition is fine after the event.